Manufacturer narrative:
The device was received for evaluation. The reported symptom, se 324 was not reproduced during evaluation. The device functioned as intended, and no correction is required in relation to the reported symptom. The event history log review was performed and confirmed a single event of system error 324. The service history review was completed and revealed no findings that could have directly contributed to the current complaint. Additionally, the review did not reveal any evidence of nonconforming product. No additional investigation is required for this complaint; therefore the complaint will be trended through aggregate complaint data and analyzed to assess for further action as needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 324. Any patient involvement, injury or medical intervention is unknown. No additional information is available.